Manufacturer narrative:
The device was returned and the evaluation found that the air water tube and nozzle were blocked with foreign debris, the scope cylinder has no color, the scope connector is damaged, there is damaged on the channel tube causing water tightness to be lost, the angle wire was cut and cannot be bent in the left direction, the light guide lens has a crack, the adhesive on the distal end rubber has foreign objects, the connecting tube has foreign objects. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the air water tube, nozzle, connecting tube and distal end rubber. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "foreign material" was caused by a imperfection of proper reprocessing caused by leakage from biopsy channel. The event can be detected/prevented by following the instructions for use which state: IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the events. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. Olympus will continue to monitor field performance for this device.